Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign objects could not be identified. The root cause of the foreign objects remained in the device could not be specified conclusively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the nozzle had foreign objects. There was no patient involvement.